Manufacturer narrative:
Title: outcomes of our laparoscopic surgery in colorectal cancer: our first experiences source: turk j colorectal dis 2020;30:268-274 accepted: 21.03.2020. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source, a study evaluated outcomes of patients undergoing laparoscopic surgery for colorectal cancer between august 2018 and november 2019. A total of 20 patients were included in the study. End-to-end anastomosis was performed with a 31-mm circular stapler for left colon and rectal tumors. Complication included; conversion to open in a sigmoid colon procedure due to a firing problem with laparoscopic stapler. Title of the article: outcomes of our laparoscopic surgery in colorectal cancer: our first experiences. Authors: goksoy b., azamat i.f., ozata i.h., onur e. Year: 2020.